Event description:
During preparation for the endoscopic retrograde cholangiopancreatography procedure of the common bile duct, the device was found to be bent when removed from the packaging. There was no damage noted to the outside of the packaging. The procedure was completed with a second device and the patient is "fine".

Manufacturer narrative:
.